Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, ensuring the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code appears again, and the caller acknowledged these instructions.